Manufacturer narrative:
Sc-1132 sn: (B)(6). Device evaluation indicated that the physician used a bovi during the previous revision. The complaint was confirmed. The device could not be charged nor linked. The device does not power up using an external power source. It exhibited excessive sleep current (22.6 ma) and high temperature on u2_asic (31.8c). This type of damage occurs when the ipg is exposed to high-voltage transients or high rf energy. It was reported that a bovi was used during the revision and it resulted in the reported complaint. Based on the dfu, electrocautery may turn stimulation off or may cause permanent damage to the stimulator, particularly if used in close proximity to the device. The probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patient had difficulty charging the ipg and difficulty turning the stimulation on. It was mentioned that electrocautery was used during the previous revision (MFR 3006630150-2019-06175) and the physician believed that it caused the issues in the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Event description:
A report was received that the patient had difficulty charging the ipg and difficulty turning the stimulation on. It was mentioned that electrocautery was used during the previous revision (MFR 3006630150-2019-06175) and the physician believed that it caused the issues in the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).